Event description:
It was reported by the patient's wife that "it was running 143 beats from the time it was put in until he died". Wife also reports physician stated defibrillator malfunctioned. Wife states pt not feeling well and surgery was done to adjust device. One day post discharge, pt died at home. Information received from the physician's office states ejection fraction decreased from 45 to 30 percent, and that pt was hospitalized for this.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. During hospitalization, pt in afib and av ablation scheduled. Reported pt was short of breath with new onset of afib. Lasix and heparin given for deep vein thrombosis. Tee done with af ablation. Pt status and chf improved, labs normal. One day post discharge, pt presented to ER in full arrest and died. There is no allegation from a health care professional that the death was device related. It is not known if the device was explanted post-mortem. Other: it was reported by the patient's wife that "it was running 143 beats from the time it was put in until he died". Wife also reports physician stated defibrillator malfunctioned. Wife states pt not feeling well and surgery was done to adjust device. One day post discharge, pt died at home. Information received from the physician's office states ejection fraction decreased from 45 to 30 percent and that pt was hospitalized for this. No conclusion can be drawn. Defective device.